Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of unable to obtain fluid for catheter access port (cap) was unknown. Cap study attempt was unsuccessful and patient was referred to hcp for revision surgery. The issue had not been resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n291921001, implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n291921001. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 15 mg/ml concentration at 0.721 dose via intrathecal drug delivery pump for unknown indication for use. It was reported that patient had larger than expected remaining volumes than was expected during last refill. No environmental/external/patient factors that may have led or contributed to the issue were reported. Catheter access study was completed and the rep was unable to obtain fluid for catheter access port (cap). Referral was sent to surgical hcp to change out systems. At the time of this report, the issue had not resolved and patient status was alive-no injury. Surgical intervention was planned and it was not scheduled. No further complications were reported.